Event description:
It was reported that during an unknown procedure, the stapler was stuck and unable to work properly. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Manufacturer narrative:
(B)(4). The analysis results showed that one ecr60g reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The reload was tested for functionality with a test device by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested and received: what type of procedure was the device used in? Sleeve. What device was used? Ec60a. Please explain what is meant by, the stapler was stuck and unable to work properly. Half of staple didn¿t come out after firing. Did the device start to deploy staples and cut and then stop? Unknown. On which firing did the event occur? Unknown. Was the device fired over an existing staple line? No. How was the case completed? Use another ecr60g. Were there any issues with removing the device from the tissue? No.